Event description:
The customer states that the ortho provue gel camera is reading negative results as 1+ or dp (dual population). No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and determined the issue to be with the gel card reader camera. The fe successfully performed all gel card reader camera adjustments. All diagnostic tests successfully passed. The customer ran and passed controls. Repairs have returned the instrument to expected operation. (B)(4).